Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that on (B)(6) 2012 at 0900, the ER physician attempted to insert the catheter into the pt's femoral. During insertion, he was not able to advance the guide wire through the arrow raulerson syringe. There was a delay in treatment with no harm to the pt. No reported injuries, complications or death were reported. It is unk if another catheter was placed at this time.